Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Current evidence suggests this device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Please note: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Current evidence suggests this device remains implanted and in service. No adverse patient effects were reported. Additional information: this ICD has been explanted and replaced. No additional adverse patient effects were reported. The device was discarded at the hospital and will not be returned for analysis.